Event description:
It was reported during an ablation procedure, the pt experienced a cardiac tamponade. A non-sjm quadripolar catheter was placed in the coronary sinus. The physician performed transseptal puncture on the pt, who reportedly had atypical cardiac anatomy, with an unk transseptal introducer and brk transseptal needle with the aide of fluoroscopy. A guidewire was inserted to check needle placement and it appeared near the left pulmonary veins, so the physician advanced the introducer. A few mins later, the pt's blood pressure decreased. A pericardiocentesis was performed; however, this was insufficient to stop the effusion. The pt was taken to cardiac surgery to treat the tamponade and is currently in a good condition.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification of the reported cardiac tamponade is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.